Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/22/2019. Device evaluation summary: according to the information received, it was reported the patient developed asymmetry. During evaluation of the sample, it was observed to be intact. No anomalies were discovered. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right sided capsular contracture baker grade IV and left sided asymmetry. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient who underwent breast surgery with a 325cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV and left sided asymmetry post procedure. As a result, patient had undergone bilateral removal and replacement with a non-mentor device (natrelle) on (B)(6) 2019. This report is for the left sided device.